Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. User indicated that instrument looked like the gears were not working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This caused the clip applier not to clip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.